Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium loss alarms". Additional informaiton from a teleflex sales rep states "during verbalinstructions on changing tank, it was discovered that the new tank they had was a disposable tank and theconfiguration on the iabp was for refillable. At the time of the call, it was discovered that the refillable he tankhad roughly 700 psi in it prior to them disconnecting it. I encouraged them to reconnect this one until a newrefillable he tank could be found. Upon attempting to reconnect this, the tank was not attached properly andall he was lost. It took approximately 20 mins to locate a new he tank. New he tank obtained and attachedto iabp successfully". It was also reported via the customer ". "I figured out whathappened. The patient was brought to the ccu from the ccl and was dying. The nurses were panicked anddid not read or follow the help". The patient's current condition is reported as "deceased"

Manufacturer narrative:
(B)(4). The reported complaint of "purge failure alarm" is not able to be confirmed. No iabp part was returned to teleflex chelmsford for in vestigation. The field service representative performed the functional check to the pump and passed. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "helium loss alarms". Additional informaiton from a teleflex sales rep states "during verbalinstructions on changing tank, it was discovered that the new tank they had was a disposable tank and theconfiguration on the iabp was for refillable. At the time of the call, it was discovered that the refillable he tankhad roughly 700 psi in it prior to them disconnecting it. I encouraged them to reconnect this one until a newrefillable he tank could be found. Upon attempting to reconnect this, the tank was not attached properly andall he was lost. It took approximately 20 mins to locate a new he tank. New he tank obtained and attachedto iabp successfully". It was also reported via the customer ". "I figured out whathappened. The patient was brought to the ccu from the ccl and was dying. The nurses were panicked anddid not read or follow the help". The patient's current condition is reported as "deceased"